Event description:
It was reported that during the implant attempt, the lead was not implanted due to the patient's atrial anatomy was smaller than normal. Different lead was successfully deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood was present in/on the helix mechanism. The full lead was returned for analysis.